Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose over 450 mg/dl. The customer stated that for the last 2 to 3 weeks he has been having issues with the infusion sets not adhering and the site pulling out. The adhesive piece seems to get caught on his clothing and if he pulls his clothes, the infusion set comes out. Customer uses overtape. He also stated that the site occasionally bleeds when removing the set. Customer also reported that he has been receiving no delivery alarms during the past month. Blood glucose value was between 300 and 350 mg/dl. Customer stated the site does show signs of infection, it was not actively bleeding and there was redness around the area. The customer stated that he has changed the set 5 or 6 times in 2 weeks and mentioned that the insulin pump does not alarm no delivery when the site pulls out. Customer declined troubleshooting.